Event description:
It was reported that pump experienced malfunction alarm labeled malf 0. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection using multiple daily injections, did not require help from any third party, and worked with technical support to reset pump using provided instructions; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and confirmed understanding of instructions.